Event description:
It was reported that the right ventricular (rv) lead was capped (B)(6) 2021 and replaced due to a high defibrillatory impedance. The patient's condition was good and was monitored throughout the event.

Event description:
New information received notes the right ventricular lead was not capped but explanted completely. Also it was the right ventricular lead's pacing lead impedance that was high not the defibrillatory impedance.